Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-sep-11. It was reported that the ¿alarm¿ on (B)(6) 2018 was found not to be a pump related alarm, but rather, something else that had alarmed in patient¿s home. Pump log was checked and no alarm events were recorded for (B)(6) 2018. The weight of the patient was unknown. Information was confirmed and communicated with managing doctor¿s office/staff. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 1,000 mcg/ml fentanyl at 411 mcg/day. The reason for use was non-malignant pain. It was reported that there was an empty pump reservoir on (B)(6) 2018. The caller confirmed the tablet was never used to update the pump. The clinic was using the 8840 programmer while interrogating the empty pump on (B)(6) 2018. The patient was due for a refill. The clinic had scheduled the patient for a refill beyond their low reservoir/empty reservoir date. Therapy was not intentionally discontinued. The event already occurred, and the pump was refilled on (B)(6) 2018 and no further actions were needed. The caller reports that the patient also heard a "beep" yesterday, (B)(6) 2018, and wanted to confirm that it wasn't due to anything wrong with her pump. Technical services (ts) had the caller check the pump logs. The caller was using the tablet/application and they are currently interrogating the pump with the tablet. The caller reports that there were no abnormalities in the pump logs, but upon interrogation she saw service code 117. Ts confirmed that this is an informational code stating that the alarm intervals will change if the pump is updated with the tablet. There were no symptoms reported. There were no further complications reported/anticipated.